Event description:
It was reported that a user of the ilet experienced severe hyperglycemia after an infusion set change, with a fingerstick blood glucose of 561 mg/dl following placement of a 6 mm, 23 in inset infusion set on the abdomen; the agent provided troubleshooting and education for a site-only change and discussed the possibility of a bent cannula given the temporal relationship between the set change and hyperglycemia. Symptoms included hyperglycemia with general malaise. Outcomes included user self-management without hospitalization or medical intervention reported. Investigation included product-use review and troubleshooting focused on the infusion site and cannula integrity. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with suspected infusion delivery issue consistent with a bent cannula; no alerts or alarms were reported from the device. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial